Manufacturer narrative:
[(B)(4)].

Event description:
Per user facility medwatch (B)(4) received: patient came in for an op right and left heart catheterization and had an angio-seal vp closure device deployed by cardiologist post cath to right groin arterial access site. Patient admitted from cath recovery for monitoring congestive heart failure history. About 30 minutes after patient admitted, patient lost pulse in right foot and cardiologist notified. Vascular ultrasound done, vascular surgeon notified, patient to or for right femoral embolectomy and endarterectomy. Additional information was received on (B)(6) 2018. A pre-angiogram was performed. The puncture site was above the level of the femoral artery bifurcation. There was no disease at the access site. Both the anchor and the collagen were removed from the artery when the patient went to surgery.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Ethnicity - requested, not provided. Race - requested, not provided. Date of event: requested, not provided. Implanted date:unknown due to unknown event date. Explanted date: unknown due to unknown event date. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a right and left heart cath was done on outpatient for surgical clearance. Right femoral artery and right femoral vein were accessed. No issues with initial access. Vessel size and sheath position was appropriate for angio-seal closure. The angio-seal 6fr vip deployed with no issues. Approximately 1-hour post deployment, the nurse called from ICU saying the patient had no distal pulses. Vascular study was ordered, and determine that the patient had no distal flow in the right leg. Patient was taken for emergency vascular surgery to remove the angio-seal anchor from inside of the right femoral artery. Estimated blood loss was less than 250cc, and the patient was in fair condition.